Event description:
It was reported that the lead integrity alert triggered on the right ventricular lead. There were short v-v intervals, nonsustained ventricular tachycardia episodes, and noise noted on the electrogram. A fracture or connection issue was suspected. The sensitivity was increased. The patient was seen several days later and no issues were seen at that time. The patient will continue to be monitored frequently. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.